Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged a few days post-implant. The patient said they had been experiencing thumping in their chest with position changes which would resolve after being still for a few minutes. The lead was repositioned and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.